Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 10/10/2025. An investigation was conducted on 10/10/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the closed jaws. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. The heater wire was observed to be intact. The blue toggle was manipulated to open and close the jaws. The jaws were unable to be opened and closed. No additional testing was conducted due to the jaws not opening and closing. Based on the returned condition of the device as well as the evaluation results, the reported failure "mechanical problem" was confirmed. A manufacturing engineering evaluation was conducted. A visual evaluation was performed. It was observed that there was a lodged plastic piece that was preventing the toggle from fully traveling. Next, the complaint vh-4000 hemopro2 tool handle was opened to determine the source of the plastic piece. The plastic piece was removed. After opening the handle, it was observed that the clamp, actuator collar (cv000011119) was placed in the incorrect position. The toggle was removed from the handle to expose the handle tabs underneath. One of the internal handle tabs was observed to be missing due to being fractured. The incorrect position of the actuator collar caused the handle tab to fracture and the handle tab then proceeded to become lodged in the toggle. Out of tolerance consideration: a manufacturing issue occurred where the incorrect position of the actuator collar caused the handle tab to fracture, and the handle tab then proceeded to become lodged in the toggle this incident took place during positioning of the toggle within the handle per work instruction 90523434 (handle assembly}. The shop floor paperwork for the hemopro 2 tool subassembly batches: 3000501257 and 3000501640 (material number: 90527943-01) was reviewed to identify the equipment used at the handle assembly station. Subsequently, an oot query was performed for the date range from 01-oct-2023 to 07-oct-2025. An analysis was performed, which confirmed that no equipment used in the handle assembly process (work instruction 90523434) was out of tolerance. Based on the manufacturing engineering evaluation results, the reported failure "mechanical problem" was confirmed. The lot#: 3000501649 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that they had an issue with the vasoview hemopro 2 cautery toggle. When going through the pretest steps it was noticed that the toggle switch was stuck and wouldn't allow the jaws to open. This was before any patient usage of the cautery device. The device was properly inserted into the port with the scope inside the harvesting cannula. They proceeded and opened up a new kit and performed the procedure with no vein or patient issues. There was a 2 minute delay.